Event description:
Per the clinic, it was reported that the battery was allegedly leaking white powder (specific date not reported). Replacement equipment was sent, and no reports of patient injury are associated with this event.